Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the piston rod on the pump blocks at cartridge volume of 100 units for 4-5 weeks. Patient's mother alleges the pump didn't deliver insulin. Caller stated patient's blood glucose level was up to 400 mg/dl; mother changed the cartridge and corrected via the pump. Caller reported the patient's blood glucose level is under control now. No adverse event reported. Requested return of the alleged pump for evaluation.